Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep verified the symptom as a housing temp gauge showing on screen. He troubleshot to a bad temp sensor. He ordered and replaced the temp sensor, and verified proper operation of the system.

Event description:
The customer reported that the image on the live monitor would come and go. The monitor was black. Also, the system was displaying housing temp errors and alarming.